Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The abrasions on the rod contact surface of the set screw indicate that the set screw was not optimally seated onto the rod. Cross threading may have played a role in not achieving optimal contact with the rod.

Event description:
It was reported to k2m, inc on (B)(6) 2016 that a revision surgery took place in which a backed out set screw was replaced. The set screw backed out approximately 4 - 6 months post-op.